Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had pain in the pocket due to the implantable cardioverter defibrillator (ICD) being too close to the clavicle. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.